Event description:
A malfunction was reported with the code malf 12. There was no adverse impact to the customer¿s blood glucose level. Technical support provided instructions and assisted the customer with resetting the pump, after which the malfunction did not recur.